Event description:
It was reported by service report that the head right siderail was not locking in the upright, but in the middle position only, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan and siderail with worn notch on latch locking arm.